Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report of fever coincident with dianeal unknown therapy by a family member of a patient from (B)(6). On an unreported date, the patient began dianeal unknown therapy (dose and frequency not reported) intraperitoneally for renal failure chronic. On (B)(6) 2011, upon a call with baxter (B)(4) technical service center requesting guidance for operating the dialysis device, the reporter stated that the patient had a fever. Based on the caller's account of the incident, the patient disconnected the patient line during dwell 2 of 4 and reconnected it. On (B)(6) 2011, upon a call with baxter (b)(46) technical service center requesting guidance for operating the dialysis device, the reporter stated that the patient still had a fever. No further information was available at the time of this report. It was not reported if the patient received any treatment, whether any action was taken with dianeal, or outcome of the event. The reporter did not provide causality of the event with regards to dianeal unknown therapy. There was no allegation of device malfunction.